Event description:
The patient contacted animas on (B)(6) 2012 stating that the keypad buttons were intermittently unresponsive and the issue was increasing in occurrence. The patient reported that the buttons required multiple presses and seemed to be slower to respond. The patient confirmed that the keypad was intact. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the intermittent response to keypad presses.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the contrast keypad button required multiple presses to evoke a response. All the rest of the keypad buttons were normally responsive when pressed. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. Unrelated to the complaint, the symbol on the ok keypad button was noted to be worn off and unreadable.